Event description:
The pt underwent a procedure for a scs trial implant. It was reported, the second trial led was unable to be implanted as the pt woke up during the procedure. The physician had advanced the lead one vertebral body when the pt woke up; therefore, the physician decided to abort the procedure. The pt reported good bilateral stimulation coverage with one trial lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.